Event description:
It was reported that patient passed away due to right ventricular (rv) failure and an inability to wean rv support. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to right ventricular (rv) failure and an inability to wean rv support. The patient did not have a history of right heart failure prior to implant. The patient experienced symptoms such as weight gain, lower extremity swelling, lethargy, weakness, and shortness of breath. The outcome was reportedly not considered to be device related. The device operated as expected and was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient passed away due to right ventricular (rv) failure. The patient was unable to be weaned from rv support. The death was not considered to be device related and the device operated as expected.